Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem damaged cables, and "check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test and ECG fall off test. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the rear pulse wire to the distribution node. The cause of the failure was the broken connection. The root cause for the strained cable and broken connection was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had a damaged cable and a patient was experiencing "check therapy pad" messages.